Event description:
It was reported by the customer that the pyxis ciisafe system has system is currently halted at the restart screen, indicating a problem with the display. A customer reported that there was a delay in obtaining medication during station malfunctioning. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that the system is currently halted at the restart screen, indicating a problem with the display. A technical support specialist advised the customer to press the power button, resulting in the successful startup of ciisafe and the application. The system functioned as intended after troubleshooting.